Event description:
A surgeon reported during a follow up visit, a patient presented with post-operative corneal edema. The patient was prescribed topical eye drops to treat the edema. Patients symptoms noted as continuing. This is the first of two reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).